Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The wearable was inserted into the arm on (B)(6) 2025. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No serious or prolonged patient harm or medical intervention was reported.